Event description:
Boston scientific received information that during a recent device change-out procedure, it was determined that this right atrial (ra) lead had dislodged and was in the patient's ventricle. From the available information, it was suspected the lead likely dislodged over ten years ago when it was implanted, as the pacemaker was programmed vvi for many years. During the procedure the lead was capped and another ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.